Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the cadiere forceps instrument jaw broke off inside the patient. The instrument fragment was retrieved during the same procedure which was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: it was noted the instruments are inspected in central processing. Prior to the fragment falling inside the patient, the cadiere forceps instrument was not removed. The instrument had been in use for about 30 minutes when the jaw broke off. The procedural delay was noted to be less than 15 minutes. At the time of the reported issue, the surgeon was using the cadiere forceps instrument to grasp the belly wall. No instrument collision was observed. The robotics coordinator stated that a grasper instrument was used to retrieve the fragment. It was then matched with the instrument to confirm all fragments were retrieved. No additional surgical procedures were required. No post-operative tests were performed. Upon final removal of the cadiere forceps instrument, the wrist of the instrument was straightened and no resistance was experienced by the staff. The robotics coordinator informed there was no cannula damage after the event. A different, new instrument was used to continue the case. No video/image was available for review. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The cadiere forceps instrument was found to have a broken grip at the grip base. A piece approximately 0.208¿ x 0.676¿ was found to be broken off the yaw pulley and was returned. While the root cause of this failure is typically attributed to the user, it is unknown why the grip broke for this specific event. A review of the logs was performed, which resulted in the following findings: the logs showed the customer last used the cadiere forceps instrument (part# 470049-07 lot# n10200406-0022) on (B)(6) 2020 with system sk1345. It was noted the instrument had 3 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted and there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: a fragment from the device detached/broke off and fell into the patient. This event required surgical intervention to retrieve the fragment.